Manufacturer narrative:
The analysis revealed a hole in the center of the balloon between two blades. There were blade witness marks on each side of the hole indicating that the balloon may have come into contact with a blade. The analysis could not determine the exact cause of the balloon hole.

Event description:
As reported, a flextome cutting balloon device was inflated to 6 atms in the lad bifurcation lesion. The balloon had a pinhole leak, potentially causing the lad to close. A voyager balloon restablished flow; the pt is in good condition.